Event description:
It was reported that the customer's insulin pump had a protruded drive support cap. The customer had tried to push it back a couple of times, but made sure she was disconnected and primed again before reconnecting. It was advised that the customer discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a loose drive support cap, a cracked case at display window corners, minor scratches on the display window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.